Manufacturer narrative:
Coconcomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Information received from a consumer reported that she needed to find someone in the area to adjust the device. Additional information received from the consumer 19 days later reported that her lead wires had moved. Multiple programming sessions with manufacturer representatives had been performed. It was noted that the consumer had fallen and she believed this was when the lead movement occurred. At the time of the call on (B)(6) 2015, it felt like the implantable neurostimulator (ins) and leads were pulling. The ins was still in the pocket and the leads were hurting/pulling. The fall occurred in (B)(6) 2015. The hurting/pulling of the leads began in (B)(6) 2015. Additional information received from a manufacturer representative (rep) reported that he had seen the consumer twice in (B)(6) 2015 at what he believed was a family practitioner office. It was noted that the consumer had just moved and had not found a pain doctor in the area. The rep saw her just to kind of reprogram her. The consumer did mention to the rep that she had fallen; however, she said that she takes a lot of falls. The rep did an impedance check and her lead seemed fine. The rep commented that there was no way for him to know without an x-ray what the lead was looking like, if it migrated, or anything like that. The consumer had mentioned that someone told her about micro lead migration. The rep was not sure what actually happened or what happened in her case because she didn't have an x-ray. It was noted that once the consumer got a pain doctor to see her and accept her as a patient that an x-ray would be something that may be a consideration. The consumer was still getting stimulation at the time. The reprogramming worked in her favor and made her feel a little better. No further outcome, cause, or interventions were reported. If additional information is received a follow-up report will be sent. The consumer's indication for use was noted to be non-malignant pain.